Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported at routine follow-up, the device could not be interrogated. EKG showed no pacing spike. The previous follow-up performed in (B) (6) 2009 did not indicate any problem. The physician will refer the patient to another medical institution for replacement procedure. It was also reported that the patient has a stable intrinsic rate. No patient complications have been reported as a result of this event.

Event description:
It was reported at routine follow-up, the device could not be interrogated. EKG showed no pacing spike. The previous follow-up performed in (B) (6) 2009 did not indicate any problem. The physician will refer the patient to another medical institution for replacement procedure. It was also reported that the patient has a stable intrinsic rate. The device was explanted and replaced. No patient complications have been reported as a result of this event.